Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported more than 8 hours after cesarean section, a large area of blood clot was found when pressing the uterus, the contour was soft and showed unclear contour. Massaging the uterus was ineffective, so the physician decided to deploy the bakri tamponade balloon catheter. The balloon was slowly inserted into the uterine cavity with the sponge forceps. The forceps only touched the catheter section, without touching the balloon material. After routine injection of 300ml of saline, it was found that the balloon slipped out to the vagina, and a reddish water-like liquid flowed out at the same time. When the balloon was slowly removed, water flowed out at the edge of the balloon, which was determined to be damaged. A new balloon was placed and hemostasis was achieved. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D11 ¿ concomitant devices: carprost aminobutanol injection and vaginal speculum. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 15mar2019. The patient has not had a previous cesarean section and no uterine or placenta issues were present prior to delivery. Patient gravid/para: g1p1. The patient lost about 700ml of blood, however there were no blood or blood products given. Leak on the balloon was confirmed. There are no pictures or images of the device available, nor are operative notes available. A request was made as to where on the balloon the leak had occurred; this information has not yet been provided.

Event description:
There has been no new event information received since the last report was filed.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, quality control data, and trends. One device returned for investigation. The returned packaging confirms the customer reported lot number. Functional testing determined the balloon has a pin hole leak. There is a cut in the balloon material where the leak occurred. There are marks [indentations] on the balloon material around the cut in balloon material. It appears the balloon was damaged during use by an instrument of undetermined origin. The device history record was reviewed and no non-conformances were noted. A complaint history search revealed this is the only complaint associated with the complaint device lot. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint was confirmed based on evaluation of the returned device. The definitive cause of the event could not be determined, but due to the markings on the returned device, it is likely that the issue occurred during the procedure from an additional device. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.